Event description:
A malfunction was reported with a displayed code of malf 12 occurring on the pump, which had been reported multiple times previously. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump and instructed the customer on steps to return the malfunctioning pump, ensuring continued insulin delivery with the current pump until the replacement arrived.